Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean various parts of the pump and successfully completed the cartridge loading process, allowing them to resume insulin delivery.